Manufacturer narrative:
On the (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event. Fse verified customer complaint of the reported error4061 sorter tip pickup z-axis home detection failure via the error log. The fse could not reproduce the error as it is intermittent and random. The fse ordered the sorter plarail chain assembly as this is the most likely part to cause this error per tsb#99. On the (B)(6) 2018 the fse removed the sorter from the instrument and replaced the plarail chain assembly. Fse ran macros to test sorter for proper operation. The instrument picked up cups from all 4 corners from each self and picked up tips from corners of all six tip boxes. On the (B)(6) 2018 the fse tested the unit by running b12 quality controls and 45 test cups with no evident errors. Customer called back the fse reporting having error 2207 no tip acquired by sorter. During the investigation the fse found the tip nozzle riding upon some tip acquisitions. The fse positioned the tubing inside the sorter tip cup housing for less interference. Then the fse performed tip alignments on all six tip boxes and ran the sorter macros which were completed with no errors. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 4061 is sorter tip pickup z-axis home detection failure. The error message is caused when the home sensor failed to activate after the sorter tip pickup z-axis moved toward the home position. If retry fails, the measurement results will be flagged (mf flag). The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a partially broken wire on the sorter plarail chain assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving error 4061 sorter tip pickup z-axis home detection failure on their aia-2000 instrument. The error is occurring during daily check procedure and when trying to run quality controls in the morning. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh and ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the sorter plarail chain assembly was returned for evaluation. Visual inspection was performed using a multimeter to check the continuity of all wires. A broken wire was found on the sort-5 to sorb-1 ground wires. This cable leads into the tip pickup z-axis sensor, which likely caused the tip pickup z-home detection errors. Functional testing could not be performed the part. The part failed visual inspection. The reported issue was confirmed. Evaluation codes: results: 4203 electrical /electronic component problem identified. Conclusion code: 4307 cause traced to component failure.